Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual examination found no defects. The functional assessment found no fault, the device was tested and performed within expected parameters. This assessment was unable to establish a relationship between the event reported and the device. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure reported has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. The investigation into this is now complete and has been recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device continues to give blocking alarm, despite the fact that dressing and canister have been changed several times. The event happened during treatment and there was a delay because the back up used to complete the therapy was not available when the malfunction happened. No patient harm was reported.